Event description:
It was reported the generator was replaced prophylactically due to an ifi = yes condition and due to a reported increase in seizures. It is unknown if the increase in seizures was below, at, or above pre-vns levels. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The generator was received by the manufacturer for analysis. During analysis, the device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Additionally, the final electrical tests showed and ifi = yes condition. A batter life calculation resulted in 2.0 years remaining before the near-end-of-service (neos) flag would be set to neos = yes. However, an incomplete programming/diagnostic history (one year gap) indicated the estimation does not use all the data required to make and accurate estimation. In addition, the parameters show the output current had increased to 2.50ma, while the batter life calculation only showed 2.25ma. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported by the physician that the increase in seizures reported was first observed in (B)(6) 2015. Additionally, it was noted the increase in seizures was still below pre-vns baseline levels. No additional relevant information has been received.